Event description:
(B)(6) was notified of a complaint regarding a bath bench by an insurance claims representative on behalf of the property where the accident occurred. The representative stated that the end user "was injured when the handicap bathroom bench failed, causing her to fall to the ground." There were no additional details as to the nature of the injury or product malfunction. There was no report or evidence of medical treatment associated with the complaint. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.